Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under all three therapy electrodes. The patient reported that she "suspects she had a reaction to her medicine". The patient described the area as "welts, rug burn, and friction burn". There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to use powder on the skin irritation. Follow up indicated that the skin irritation is staying the same. Outcome of the skin irritation is unknown.